Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the up and down button were harder to press. Customer¿s blood glucose was 124 mg/dl. The customer was assisted with troubleshooting. The customer states insulin pump had unexplained or random no delivery alarms and going through batteries quicker. Customer states they screw top on battery area was completely worn and it was become harder to unscrew to get batteries out. Customer states insulin pump was working fine. The device will not be returned for analysis.